Event description:
During the procedure, the tip of the screwdriver sheared off. It was successfully retrieved and discarded by the hospital.

Manufacturer narrative:
The screwdriver was not returned for evaluation. Photographs were provided and confirm the event, showing that the tip sheared off and detached from the remainder of the instrument. A review of the device history records did not identify any manufacturing or processing related irregularities. The root cause is attributed to excessive lateral bending exceeded the instrument's design limits.